Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. Most recent onsite visit from field service engineer performed and signed service installation record. The device meets specification as per service installation record. Event date was not known, therefore no review of logfiles for the day of treatment is possible. The root cause cannot be identified conclusively, based on provided information. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the patient experienced diffuse lamellar keratitis in the unknown eye of a patient, after lasik surgery.